Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The customer stated that he did not know the blood glucose reading. He also observed a crack in the threading of the battery compartment. He stated that the last time he wound up the battery compartment, he thought that he wound it up too tightly. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.